Event description:
It was reported that following an error message during interrogation, diagnostics data was unable to be exported from the pulse generator. The export was cancelled and normal device interrogation was possible. Data export was then possible and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.